Event description:
It was reported there was a lead replacement. The lead malfunctioned and was on recall. It was surgically replaced in 1997. It was noted that this was the "worst surgery" that the patient had ever had. An x-ray showed a "knot of scar tissue" where the lead connected to the extension. The knot had been in the patient since the replacement.

Manufacturer narrative:
Product ID, 7495-25 lot# serial# (B)(4), implanted: 1994 (B)(6), explanted: product type extension product ID, 7433 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3587a lot# l41884 serial#, implanted: 1997 (B)(6), explanted: product type lead. (B)(4).